Event description:
The patient's managing physician described a "fibrous sheath" identified during a catheter dye study located at the tip of the catheter and suspected loculation of the fluid, not an inflammatory mass. There was no recollection of any difficulty/damage with the catheter/pump connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final device analysis revealed no significant anomalies on the pump. The pump passed dispense and infusion testing. No anomalies in the pump logs. The septum was inspected and no anomalies to note. The exterior of the pump was also inspected. A few scratches on the top shield may indicate a needle skid off of the top shield. Also noted that three suture loops were missing and the fourth one was damaged. Plenty of tooling marks noted near the suture loops which is an indication of explant damage. Also noted a couple of scratches near the outlet port were the catheter was attached. No destructive analysis was performed because pump appeared to be functioning as designed. The complete catheter was returned. There was damage on the inside of the connector. An internal hole caused leakage during the pressure test; the leakage started at about 1 psi. It was also difficult to install the catheter on the test fixture. This was believed to have been caused at explant and to not be related to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) had injected baclofen into the patient¿s body and also punctured the catheter. It was noted the date of the overdose was ¿(B)(6) 2012?¿ the pump was replaced during the revision in (B)(6) 2012. If additional information is received, a follow-up report will be sent.

Event description:
Per attached user facility report (B)(4): [patient was undergoing a refill of his baclofen pump. Nursing notified the physician that there was difficulty with withdrawing residual medication from the pump. The new medication was attached to the needle/tubing. The physician disconnected the syringe and reattached the syringe for withdrawing. The physician rotated the needle, aspirated and was able to withdraw 5.5 ml of clear fluid. The physician then attached the medication syringe and infused the 40 ml of baclofen for pump refill. On removing the needle and the sterile drape, the physician noted the skin over the pump to be tense and protruding. The physician sterilized the skin and inserted a needle through the skin into the fluid collection. The physician was able to remove 21 ml of clear fluid. The patient then began to act strangely. Vitals were checked and he was hypotensive at 70s/40s. The pump was stopped using the programmer. Patient was transported from the physical medicine clinic to the emergency department (ed), intubated and transferred to picu. Ventilator support was provided until the baclofen wore off and the patient was then extubated. Patient did have aspiration pneumonia status post vomiting during intubation in the ER. Patient has recovered, is at home, is being followed closely with weekly clinical follow-ups, and is almost back to baseline healthier status as far as extremity tightness associated with his underlying diagnosis. Baclofen pump being reprogrammed slowing with increased medication dose rate after weekly re-evaluation. The baclofen pump did not malfunction. Rather, it was postulated that during the actual refilling with baclofen, the bore of the needle partially slipped out of the reservoir, leading to baclofen going into the surrounding tissue and this inadvertent baclofen overdose.] It was later reported that the patient underwent a system replacement. The existing catheter and pump were removed and replaced. It was noted that the catheter was replaced due to a "fibrous sheath." There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: catheter model #8709 lot# j11453r57 implanted: (B)(6) 2003 explanted: (B)(6) 2012. Analysis results not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.